Manufacturer narrative:
The reagent lot number was 783185. The expiration date was not provided. The customer replaced the reagent pack, calibrated the assay, and performed qc and precision testing. The field service engineer checked the analyzer but could not find a cause. The investigation did not identify a product problem. The cause of the event could not be determined. The analyzer alarm trace contained alarms relating to possible preanalytic issues.

Event description:
There was an allegation of questionable calcium gen. 2 results for approximately 90 patient samples from the cobas 6000 c 501. One example was provided. The initial result was 10.2 mg/dl. The sample was repeated as the result was questioned by the doctor. The repeat result was 8.4 mg/dl. The repeat result was believed correct.